Event description:
Pt was recovering from surgery for the removal of two introducer needles which were inside the abdomen in two different areas. Bgs were high and treated due to the surgery. A call was made to the customer to go over insertion technique and to address any other concerns. It was stated that the customer was sleeping at the time of this call.